Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of the reported issue is a known inherent risk for the device. Based on the results of the investigation, it is likely the use of products that contain silicone can caused deposits of white foreign material. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer's allegation from (B)(6) 2025 was not a reportable event. It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material at the auxiliary water channel. There was no patient involvement.